Manufacturer narrative:
The following were reviewed as part of this investigation: patient severity, frequency analysis, applicable previous investigation(s), sample (if available), applicable fmea documents, labeling, and applicable manufacture records. Based on a review of this information, the following was concluded: the complaint of a leak in the per-q-cath PICC was confirmed, and the damage appeared to be use related. A 2fr s/l per-q-cath piccs was returned for investigation. The t-lock extension set remained attached to the hub. The catheters extended to the 20cm depth mark where the tubing had been cut at a sharp angle. The PICC was received without the stylet in the lumen, which indicates that the catheter was placed. Blood residue was observed on the external surface of the PICC. Leaks were identified in the 2fr tubing around the 10cm depth mark on the catheter. The leak site was microscopically examined. A longitudinal split was found on the PICC. The catheters was cut longitudinally to examine the leak sites from within the catheter. What appeared to be stylet damage was visible within the lumen. More damage was observed within the catheter than what was observed on the external surface of the tubing. It appeared that the reported leak was caused when the catheter was compressed against the stylet or when the stylet was repositioned within the catheter. During stylet repositioning, abrasion from the stylet can wear through the silicone catheter material if the lumen is not primed. Since the catheter had been trimmed to length, and the stylet removed, the damage appeared to have occurred during use. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. A review of the DHR showed that the product was 100% leak tested and no problems were identified. The product IFU states, ¿avoid accidental device contact with sharp instruments and mechanical damage to the catheter material. Use only smooth-edged atraumatic clamps or forceps.¿ regarding stylet use, the product IFU states, ¿flush the catheter with sterile normal saline or heparinized saline prior to use. Catheter stylet must be wetted prior to stylet repositioning or withdrawal.¿ the IFU also cautions, ¿never use force to remove the stylet. Resistance can damage the catheter. If resistance or bunching of the catheter is observed, stop stylet withdrawal and allow the catheter to return to normal shape. Withdraw both the catheter and stylet together approximately 2 cm and reattempt stylet removal. Repeat this procedure until the stylet is easily removed. Once the stylet is out, advance the catheter into the desired position.¿

Event description:
It was reported that catheter leakage was noted prior to insertion. This file is for 2nd event.

Manufacturer narrative:
The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. The device has not been returned to the manufacturer, at this time, for evaluation. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant. The device has not been returned to the manufacturer for evaluation.

Event description:
It was reported that catheter leakage was noted prior to insertion. This file is for 2nd event.